Manufacturer narrative:
The customer's provided calibration information was not ok. The customer's provided qc data was ok. The field service engineer performed preventative maintenance and replaced syringe seals and pinch tubings. He cleaned the waste tubing, rinse stations, reagent and sample probe, sipper nozzles, and tip/cup waste chutes. He lubricated all the necessary parts. He checked the liquid level detection voltage. He performed mechanism checks to verify system pressures. He performed system air purges and system reagent primes. He had acceptable performance test results. After service, the customer performed qc with passing results. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). The customer performed precision testing. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys probnp ii immunoassay results for one patient tested on a cobas 6000 e 601 module. The initial result was reported outside the laboratory. The customer performed repeat testing for confirmation on two different e 601 modules. On (B)(6) 2020, the patient¿s initial probnp result was 47 pg/ml. On (B)(6) 2020, the patient¿s repeat probnp results were 2590 pg/ml and 2681 pg/ml. The probnp reagent lot number was 435969 with an expiration date of 31-mar-2021.